Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient had a fall a month ago. Patient received shock and felt a buzzing in the chest. Device interrogation in clinic revealed that the patient received inappropriate shock for noise. In both atrial and ventricular leads, noise, high out of range pacing lead impedance, loss of capture and drop in sensing was observed. The hv lead impedance was also out of range high. Atrial and ventricular lead fracture was suspected. Device was reprogrammed until lead replacement. Atrial and ventricular leads were explanted and replaced. When new leads were connected to the device, pacing lead impedances was still out of range high. Device connector anomaly was suspected. Device was replaced and normal values were noted. The patient was asymptomatic during the case and was fine in the recovery room.